Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the device broke at the tip inside the patient, although the customer didn`t hit a hard bone and without levering. The broken off piece was retrieved from the patient. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The device was not returned for investigation, however based on the picture provided by the customer it can be seen that the distal tip of the device had broken off. It can be seen in the picture that there is some marks on the outside of the shaft near the distal end where the tip had broken off. As the device was not returned for investigation the cause cannot be determined.